Event description:
It was reported that on (B)(6) 2025, a 29mm epic mitral valve was selected for implant. During implant, the valve leaflets failed to close properly, resulting in significant regurgitation; the valve did not have difficulty opening completely. The valve was removed and exchanged for a new 29mm epic mitral valve, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation was reported. The valve was returned to abbott for analysis and the investigation revealed that all three leaflets had limited mobility when manually manipulated and appeared to be dehydrated. No tears or perforations were observed in the cuff or leaflet tissue. No tears or perforations were observed in the cuff or leaflet tissue. The condition of the valve as returned to abbott precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a